Manufacturer narrative:
The reported product has been returned and investigation is pending. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device displayed a message "connect to computer." The product was returned and investigated for the displayed message as well as for the reader only powering on with a data cable. During the investigation, internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not power on with button depression or with test strip insertion. Reader does power on with usb cable insertion. Reader was connected to a computer and reader was not able to be recognized by the software. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. Visual inspection was performed on the de-cased reader using microscope. Burn marks were observed on the pcba near component u13, and on component u13. The returned reader was connected to a computer via usb cable. The reader was not detected by software. The reader was detected by software after the dn3 chip was removed. The usage data was extracted and reviewed by sending command on software. The usage log states that the device was paired with few sensors and a lot of sensor scans. Therefore, this was not an out of box issue. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion, or usb cable insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. The reader was monitored under a thermal camera during operation and no issues were observed. The reader was able to power on using the button depression, test strip insertion, or usb cable insertion. When powered on, the reader displayed a ¿connected to pc¿ message. The u13 chip was removed and the trace on the pcba connecting pin 1 of component u13 to the usb port was revealed to be damaged. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. Burn marks on the returned reader were observed. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components, overheating, and a "connected to pc¿ message. Therefore, the issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device displayed a message "connect to computer." The product was returned and investigated for the displayed message as well as for the reader only powering on with a data cable. During the investigation, internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.